Manufacturer narrative:
Evaluation results: one level 1 blower was returned for investigation in used condition. The power cord was not included. Visual inspection did not reveal any physical damage on the unit. During unpacking, the investigator reported a burring smell, suggesting that an internal component had melted. Further inspection revealed that the walls of the heater had in fact melted. The faulty heater also had an open circuit which was triggering the over temperature alarm. The problem source of the reported product problem was unknown. A root cause was not established. The faulty heater and broken hose were replaced. The device subsequently passed all functional testing. (B)(6).

Event description:
It was reported that the level 1 blower gave off a burring smell, suggesting that an internal component had melted. The product problem was observed when the returned device (for preventative maintenance) was being unpacked. The over temperature alarm was activated when the device was powered on during testing. No patient injury or complications were reported in relation to this event.